Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead exhibited high thresholds, high pacing impedances, and was unable to capture. Abrasion was noted on the insulation. The lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.